Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent did not fully expand. The 99% stenosed target lesion was located in the moderately tortuous subclavian vein. An 8x20x75 / iliac 6f unistep plus stent was advanced and implanted to treat the target lesion; however, the stent "was not expanded completely at the stent edge" and was not long enough to adequately cover the lesion as the lesion was longer than expected. A wallstent rp stent was implanted during the procedure in an unspecified location and does not overlap the 8x20x75 / iliac 6f unistep plus stent. There were no patient complications reported with the patient's current condition listed as "good."